Event description:
It was reported that the pump would not turn on. There was no reported impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue as customer did not have the pump during the call, so troubleshooting could not be performed.